Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an issue occurred in which the catheter electrode was torn and the array was detached. The electrode portion of the catheter broke off inside the left atrium and there was a torn connection between the guidewire lumen and the chip. The physician reported that there were no remaining parts in the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files and the pscc100 loop catheter with lot number 0012665997 were returned and analyzed. Five image files were attached to the product line item. Four images showed a pfa catheter spiral array guide wire lumen detached from the tip. One image showed a pulsed field ablation catheter on a surface, lot and serial number couldn't be read. Visual inspection the loop catheter was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the array segment, the guidewire lumen was observed to be detached from the tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the reported detached array issue was confirmed during testing and the loop catheter failed the returned product inspection due to a detached guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.